Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 3.5, lab: 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.5, ref: 2.5, mean: 3.00, confidence limits: 1.8-4.2. Time of test between inratio and lab occurred on the same day. However, three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Mean calculation from comparison test data provided by end-user revealed that both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Applying two drops of sampling during testing could cause a higher inr value. Meter and strips were not expected to be returned. Further testing is nor required at this time. As of 10/19/2009, twelve discrepant result complaints were reported for lot #213040 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required ta this time as no product deficiency was established.